Event description:
It was reported that the patient was hospitalized due to seizures. The hospital also mentioned that the patient's device was interrogated and low battery or high impedance was not noted from the interrogation. The hospital also mentioned that the patient's device was interrogated. Low battery or high impedance information was not noted. No other relevant information has been received to date.